Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced dexcom g7 continuous glucose monitor (cgm) signal loss, which led the user to perform an indirect factory reset of the ilet and then contact support for assistance with completing setup and re-connecting the sensor. No adverse clinical symptoms reported, and blood glucose remained unaffected. Outcomes included successful troubleshooting and completion of ilet setup without need for further assistance or medical intervention. User support included remote troubleshooting and user education focused on setup and factory reset procedures. Investigation of this case revealed that the ilet functioned as designed after the reset and that the incident was associated with a transient cgm communication issue rather than a hardware or software malfunction of the ilet. It was concluded, based on previously established findings for similar reports, that no device failure occurred and that the event was related to external communication conditions.